Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose between 20 mmol/l- >27.8 mmol/l while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism found no issues that would result in the cannula inserting improperly. The soft cannula was found to be damaged. It could not be determined when or how the damage occurred and if it would contribute to the reported symptom code. The cause of the reported improper insertion could not be conclusively determined. During the investigation it was noted that soft cannula was cut. The soft cannula was measured to be shorter then the specification.